Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer contacted tandem technical support for guidance through the load process. The customer reported their blood glucose(bg) level was 63 mg/dl at the time of the event. The customer stated would eat to address bg level. The customer reported that the possible cause of the low bg level was due to an overbolus for a meal. The customer was able to complete the load process and resume insulin while contacting tandem technical support.